Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 28 mg/dl and 32mg/dl on the meter and 48mg/dl at the lab. Reporter reports controls are all in range. Caller reports neonate was treated by feeding or amount given was not provided. Pt has been discharged as a normal baby release. A request was made for return of the suspect product and a replacement was sent.